Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (buccal wall fractured), inadequate bone quality/quantity. Buccal wall was too thin and fractured.